Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 2083 ml during therapy initiated on (B)(4) 2012 11:18:44, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the 1154817 clinical hazards list. Review of the event log revealed that night cycle 1 received a partial fill. Night cycle 1 drain was completed on (B)(4) 2012 at 15:39:49 and the user's actual drain volume during cycle 1 was 2583 ml. The actual drain volume of 2583 ml is 103.3% of the largest prescribed fill volume (lpfv) of 2500 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 11:18:44. During night drain cycle one, the patient's ultrafiltration reading was 2083ml, indicating the home patient (hp) drained 2083ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.